Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on march 2017 by the american journal of sports medicine titled ¿donor site morbidity after lateral ankle ligament reconstruction using the anterior half of the peroneus longus tendon autograft.¿ the study reviewed 30 patients and identified ankle instability with bioabsorbable interference screws and tenodesis screws in 1 patient resulting in a screw removal during the 2-year follow-up period. Ref: park ch, lee wc. Donor site morbidity after lateral ankle ligament reconstruction using the anterior half of the peroneus longus tendon autograft. Am j sports med. Mar 2017;45(4):922-928. Doi:10.1177/0363546516675167.